Manufacturer narrative:
Jennifer matthews ¿ vigilance reporting specialist ¿ q&r final report philips has investigated this complaint. A philips service engineer inspected the footswitch and was unable to reproduce the problem after intensive testing the system was returned to use in working order. Updated codes based on investigation.

Event description:
It has been reported to philips that, the wireless foot switch does not trigger single shot during constancy test, system was not in clinical use. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.